Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the co2 waveform is not appearing on the display. There was no report of pt involvement.